Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii did not deploy properly. The hospital intends to return the product in question. We are following up with the customer to determine how the procedure was completed and if there were any pt effects. A f/u report will be submitted if any additional info is provided by the hospital.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).